Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 21jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
.Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8015 sn: (B)(4) customer stated that he wanted to do a battery reconditioning and the 8015 keeps turn off or he stated that it freezes. Case resolution: I explain to the customer that he needed to let the battery charge up before he does the battery conditioning test. Even though I explain to him you would have to let the new battery charge up. Once I explain this to him the customer stated ok and that he would do this, and if he has any more problems he would call back. Ref: (B)(4).

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 21jan2019.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
.Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 battery conditioning account name: (B)(6) account #: 1010113 asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: 8015 sn: (B)(6) customer stated that he wanted to do a battery reconditioning and the 8015 keeps turn off or he stated that it freezes. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he needed to let the battery charge up before he does the battery conditioning test. Even though I explain to him you would have to let the new battery charge up. Once I explain this to him the customer stated ok and that he would do this, and if he has any more problems he would call back. Ref:_00d30y0yr._5000l1sv8py:ref